Manufacturer narrative:
Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.s901usqs7exl8. Smartphone hardware: sm-s901u. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
The patient reported seeking medical attention at the hospital due to high blood glucose (bg) levels of 1025 mg/dl. She ripped off the pod before arriving at the hospital on (B)(6) 2025, and was hospitalized for a week, though she doesn't remember the exact discharge date. She experienced dizziness and fainted, leading to a diagnosis of takotsubo cardiomyopathy due to stress and high bg levels. The patient received treatments including cardilol, losartan, spironolactone, eliquis, otezla, and amiodarone. She confirmed that the pink slide on the pod moved forward and the cannula was inserted into her skin during wear. There were no recent messages or alarms on her omnipod 5 app, and she did not notice any redness, swelling, or insulin leakage at the pod site. The pod was discarded. The pod was worn between 36 and 48 hours on the abdomen. The pod was discarded.